Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was alleged that the alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: call service alarms were verified in the black box and history. A call service alarm occurred during testing which prohibited completion of the 24 hour duration test. Unrelated to the initial complaint, the audio and vibrator were not functional. All the keypad buttons functioned intermittently when tested. The display was faded and pink. The pump was opened and removed from the case and corrosion was observed to be present on the motor flex connector and on the audio and vibrator circuits. The keypad was removed and contamination was observed under all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.